Manufacturer narrative:
Additional information: the pcb mfio was received for evaluation. A visual assessment of the returned sample revealed a loose guide pin unrelated to the reported event. This nonconformity did not affect sample functionality. The mfio pcb was installed in a calibrated system and the boot-up was attempted. The standby switch turned green for approximately two seconds as the system tried to power on but then turned back to red as boot-up failed. The leds flashed red during that brief time. Components were checked for shorts but they all measured as the mfio schematic indicated. Finally, the sample was removed from the system and taken down to the manufacturing line for parametric testing. The tester was unable to program or communicate with the sample, indicating that either component or a component that directly interfaces with the other was nonconforming the reported shut down and boot-up issues were replicated and can be attributed to a nonconforming pcb mfio as a result of a nonconforming component. However, how or when the component became nonconforming remains, inconclusive. (B)(4).

Manufacturer narrative:
Evaluation summary: the system was examined and the reported event was replicated. The multi-function input/output (mfio) printed circuit board (pcb) was replaced. The system was tested and found to meet product specifications. The system met specifications at the time of release. A review of the manufacturing records in did not reveal any related non-conformity during manufacturing for this system. The mfio was determined to have been non-conforming. However, how the part became nonconforming remains inconclusive.

Event description:
Additional information was received from the surgeon who informed that the issue occurred during the sculpt mode of a cataract surgery. The affected eye was the right eye (od). The patient's symptoms resolved with treatment. The system was restarted to complete the surgery.

Manufacturer narrative:
A service visit was performed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Event description:
A nurse reported that the system shut down at the beginning of the surgery. The patient had already been incised. After the event it was impossible to switch on the system again and a system message was displayed. The patient impact is unknown. Additional information has been requested but not received to date.

Manufacturer narrative:
(B)(4).

Event description:
Corrected information was provided: it was impossible to see any system message due to the system shut down.

Manufacturer narrative:
(B)(4).

Event description:
The system was exchanged to complete the surgery.